Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, which resolved the issue, allowing the customer to continue using it. The customer was advised to contact support if the malfunction recurs.